Event description:
It was reported that during an unk procedure the device would not close. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the long45 device was received in good visual condition and with no cartridge present. The returned device was found to be non functional as the clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomailes were found during the mfg process.